Event description:
It was reported that the patient fell and was admitted to the hospital. The next day, the patient was taken to the intensive care unit with shortness of breath. The patient was still in the intensive care unit, but was stable. An x-ray (date not reported) did not show any catheter disconnected or kinking, but upon palpation the pump felt loose in the pocket and was positioned lower than normal in the abdomen. The pump programming was verified as correct and there were no active alarms. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.